Event description:
It was reported to philips that the system failed to startup. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the system failed to start up. Upon troubleshooting fse found software issue in suite pc. To resolve the issue, fse reloaded the software and configured the suite pc system. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.